Event description:
The report from the field indicated that four days after the index procedure, the pt returned to the hospital with symptoms of a myocardial infarction (mi) and was found to have a sub acute thrombosis (sat). The sat was treated with a medtronic export catheter/ptca. The pt did fine post-procedure. The pt had two (2) cypher stents implanted during the index procedure.

Event description:
The report from the field indicated that four (4) days after the index procedure, the patient returned with symptoms of a myocardial infarction (mi). Coronary angiography demonstrated a sub acute thrombosis (sat) of the stent placed in the proximal circumflex. The sat was treated by aspiration of the thrombus with a medtronic export catheter and balloon angioplasty. The patient was not taken off of any medications due to suspicious of allergy and was reported to be complaint with the post-procedure regime of antioplatelet therapy. The patient reportedly did fine post-intervention. The index procedure was an elective case. The patient was not admitted with an acute myocardial infarction (ami) or acute coronary syndrome. Lesion #1-1: the target lesion was the mid cicumflex. The vessel diameter was reported to be 2.5 mm. The lesion was reported to be: 13 mm in length, and calcified.